Manufacturer narrative:
Insulin pump received a33 alarm during basic occlusion test due to faulty fsr (gold). Insulin pump had minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer called to report that the insulin pump alarmed compromised forced sensor system during manual prime. Customer stated that they are unable to exit the "preparing to prime" loop. Customer reported that the force sensor does not detect the reservoir. Customer's blood glucose reading was 160 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.